Manufacturer narrative:
Submit date: 08/24/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a silicone catheter. The customer reports: the silicone catheters are responsible for glans erosion wounds in the patient. Charted for patient 1: penis glans with a small necrotic area, likely related to foley catheter, located about 8 o'clock, measures approximately 1x0.6 cm. Small denuded area at 1 o'clock. Penis is edematous. Discussed with apn who will consult urology for edematous penis. Apply antibiotic ointment to the penis necrotic area bid. If any other skin breakdown or deterioration of current